Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for intractable spasticity. The p atient reported that they have had a bunch of problems with their controller connecting to their pump. Patient stated that it had been slowly getting worse and now it was taking 5-10 minutes before they could get a bolus. Patient also stated that sometimes it would work but it was searching for the communicator and then it would just fail. Agent asked if patient was seeing an error message of some kind and patient said they could not remember if it was a code or not. Patient mentioned that sometimes they could close out of the application and re-enter it and it will get them a fresh entry to it. Agent walked patient through resetting the handset and communicator as well as clearing data from the handset. Patient confirmed that they were able to connect to the pump and see that they had boluses available. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a82; serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.